Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose and had to see his doctor, and he was able to correct his blood glucose. The customer stated that he was incoherent for thirty six hours and his glucose level was over 480mg/dl when he contacted his doctor. The customer also reported having problem with bent cannulas. The customer stated inserting the infusion set and manual injections in the same location. Recommended to customer contacting his doctor to discuss on scar tissue. No further info was provided.